Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of ketamine was programmed and verified to run at 8ml/hr; however when the pump was cleared almost 11 hours later, the volume infused was 200ml which indicated the pump was infusing at approximately 19ml/hr. Upon an internal log review, it was determined that the cause of this event was an issue that was not related to the pump or any device. There were no more details provided and no patient harm was reported.